Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the follow precaution "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure for a bleeding ulcer, the physician selected a cook instinct endoscopic hemoclip. They injected the patient with epi (epinephrine). The physician went to use the clip and it clipped on the tissue site. However a "pop" was felt. The clip would not release from the catheter of the clip deployment device so they had to drag the clip off the tissue. While dragging the clip off the tissue, what was described as a big chunk of tissue came off as well. The reporter indicated the drive wire had disconnected from the handle. The doctor elected to use a clip made by another company to successfully complete the procedure. The patient was then sent to emergency surgery. The medical facility confirmed that the surgery was not due to the difficulty with the clip device; the patient was already going to surgery.